Manufacturer narrative:
The alleged complaint was not reported to ge healthcare (gehc) at the time of occurrence; no service was provided by gehc. The hospital reportedly pushed the flush button again, resolving the reported complaint. The unit remained in service. Patient information could not be obtained due to country privacy laws. Incident date - hospital could not provide the date of occurrence. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the flush button was stuck open. There was no reported patient injury.